Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The investigation is complete. Review of the most recent repair record determined the swivel pin was missing and was replaced which resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
Investigation complete. No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery there was air leaking from the hose and the prong attachment was broken at the handpiece. There was no harm to the patient, no delay, no medical intervention, and no additional skin graft needed. No adverse events were reported as a result of this malfunction.